Manufacturer narrative:
Based on information received following submission of the initial report, it has been determined that there was no reported defect or fault with the company product. No further reports required. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was received from the company representative and stated that, customer should have used the lens destruction form and sent it directly to customer service so that they could remove the lens from their inventory. The lens box was opened but not used and the lens was no longer sterile for the use. Clinic did not used the right words because they wrote defective lens which was not the case and the file can be closed because this was not a quality complaint.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut, typical of insertion and removal. A large portion of optic lens material was missing (not returned). The returned portion of cut optic was torn from edge towards the center and was pressed against the posts and down into the well area of the lens case. All product and batch history records are quality reviewed prior to product release. The root cause could not be determined for the reported of ¿defective¿. The specific lens issue was not specified. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with the description of defective lens. Additional information was requested.